Event description:
A bilevel positive airway pressure (bipap) device was returned to the manufacturer for service. The device was not in patient use. During evaluation, an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.